Manufacturer narrative:
The device was returned for analysis. The reported plunger retraction problem was not confirmed as the plunger was returned removed from the device with an observed bent follower, anterior needle and posterior needle shank. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently to the initially filed emdr, additional information was received:device evaluation found a link break. The account confirmed that the correct device was returned and no additional methods to achieve hemostasis [just the original two intended prostyles] were required. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, deployment of the prostyle plunger was successful. When attempting to retract the plunger, it was noted to be stuck. After cycling the foot repeatedly, the plunger was eventually removed. The physician examined the plunger and noticed that the needle was bent. The original prostyle suture and an additional suture were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.